Event description:
The manufacturer received information alleging a patient with a ds2adv auto CPAP has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The ds2adv auto CPAP was returned to the third-party service center for evaluation. No foam, no errors were found; therefore, no components were replaced to correct a malfunction. Components were only replaced as part of maintenance of the device.